Event description:
It was reported that the customer was taken to the emergency room and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading was 247 mg/dl at the time of hospitalization. Caller stated that the customer's insulin pump was not delivering the insulin and her daughter passed out due to high blood glucose. Caller stated that she verifies the bolus history in the insulin pump and they were no bolus delivered in the last 24 hours. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.